Event description:
It was reported by repair work order that the IV pole was rusted, resulting in sharp edges being exposed. It was reported that the IV pole weldment was damaged, resulting in sharp edges being exposed. It was also reported that there was reduced brake force from big wheel unable to disengage due to a damaged dampener. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.